Manufacturer narrative:
(B)(4). Date sent: 3/12/2018. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How was the leak was addressed? How was the procedure was completed?

Event description:
It was reported that during a low anterior resection, when the surgeon fired the device to make the anastomosis, there was no sound of rupture of the plastic ring and after removing the device, a leak test was done. They verified that there was fluid leakage due to staple malformation in the upper right quadrant (assuming the circular a clock, in the quadrant between 12 o'clock and 3 o'clock). There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # p57m8e. Device evaluation: the analysis results found that the ecs29a device arrived with no apparent damage and without staples present. The breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition, it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information was requested and the following was obtained: how was the leak addressed? The leak was addressed with conventional suture (vicryl 3/0). How was the procedure completed? It was also completed with manual suture (vicryl).